Event description:
It was reported that the battery compartment was damaged. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board. The battery tube was cracked.